Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 148 mg/dl. The customer had originally called to report a motor error alarm but stated that the issue had been taken are of. The customer reported blood at the insertion site of the sensor, noting that he was on a new medication similar to a blood thinner. He was unable to provide data from the insulin pump for the sensor glucose reading. Advised the customer to refer to an endocrinologist to address his questions regarding the new medication and implications of concurrent sensor use. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.